Manufacturer narrative:
Eval - smiths medical has received the samples for investigation. Upon completion of the investigation, a follow-up report will be submitted. A review of our complaints database show this to be the first report on this device lot number.